Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had 10ml overfill. Additional information was received stating that the issue occurred during a routine test. The volume was set to 50ml at 600ml/hr. The actual volume delivered was 60ml. This occurred during routine testing of the device.